Manufacturer narrative:
(B)(4). Batch #: 544a84. Additional information received: photo was received for review. During the visual analysis the following was observed: the photograph shows a broken seal inside a plastic container. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. The device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, it was found that the valve was broken off and fell into the patient. The broken pieces were retrieved by forceps through the trocar. The device was used on the stomach. Another device was used to complete the procedure. The procedure was not converted. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/1/2022 investigation summary a photo along with the device was returned to ethicon endo-surgery for evaluation. During the visual analysis of the photo, the following was observed: the photograph show a broken seal inside a plastic container. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was returned with no apparent damage. In addition, a piece of black plastic was returned inside a petri dish. In an attempt to replicate the reported incident, the device was visually tested to detect any seal issues. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed; in addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.